Manufacturer narrative:
The insulin pump was returned without a battery installed when received. The insulin pump passed functional testing including the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement accuracy test. No cosmetic damage noted. Data analysis: there is no data available due to the insulin pump did not have a battery installed when received.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the customer passed away at home. The cause of death was a diabetes mellitus complication. The caller did not know the customer's blood glucose at the time of death. The customer was wearing the insulin pump at the time of death. The customer was not using sensors. The caller stated that the customer had been feeling sick from her stomach for about a month and she did not see the doctor for the issue. The customer's mind was slipping and she was not taking proper care of herself; she was not eating or drinking properly. The customer was taken to the doctor on two occasions and given fluids both times. A few days after the second doctor visit, a neighbor found the customer dead in her home. The caller agreed to return the insulin pump.